Manufacturer narrative:
Correction to b5, h11. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3163, UDI: (B)(4), batch: 3511225.

Event description:
Additional information was received stating that the patient was experiencing uncomfortable stimulation due to the migration.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3146, UDI: (B)(4) , batch: 3479726.

Event description:
It was reported the patient's right peripheral lead had migrated. The issue was confirmed via x-rays. As a result, surgical intervention may be undertaken to address the issue. It is unknown which lead migrated.